Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Event description:
It was reported that on (B)(6) 2024, a mitaclip procedure was performed to treat degenerative mitral regurgitation (mr). A mitral xtw (lot: ) was chosen for implantation. Three grasp attempts were performed but posterior leaflet could not be grasped or captured. Mr rose slightly, thought to be due to leaflet damage. Clip was placed in a new location successfully, reducing mr to grade 2. A ntw mitraclip (lot: 30814r3057) was then implanted lateral to the first clip. After deployment the ntw detached from the posterior leaflet but was stable on anterior leaflet. Third clip was not attempted to be implanted due to the weakness of the leaflet. After five minuties the ntw clip also detached from the anterior leaflet and embolized into the lower left pulmonary vein. A snare was advanced through the steerable guide catheter (sgc) and the clip was snared to the tip of sgc. The sgc was then pulled back to the right atrium but the clip then became stuck in the intra-atrial septum. The clip was stable at this position so it was decided to deploy. There was reportedly a clinically significant delay. Patient was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping and capture appears to be related to patient conditions (thin, prolapsed leaflet). Unspecified tissue injury appears to be related to procedural conditions associated with difficulty positioning (grasping and capture issues). Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.